Event description:
Additional information received notes that there was high pacing impedance and noise noted on the right ventricular (rv) lead.

Event description:
It was reported that a patient presented to clinic for follow up. The right ventricular (rv) lead was found to be fractured. On (B)(6) 2023, the physician elected to cap and replace the rv lead. The patient condition was stable.